Event description:
The customer's biomedical engineer reported that there was no sound coming from the speaker of the intellivue multi measurement server x2 and requested the part number and price for a replacement speaker assembly. No death or patient / user injury or harm was reported.